Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple delivered inappropriate shocks. The system was tested in clinic, however noise was unable to be reproduced. Device data was sent to rhythmcare for review. Rhythmcare discussed the behavior is consistent with noise associated with the sense b node. An x-ray was completed with no indication of an electrode integrity issue. This system remains in service. No additional adverse patient effects were reported.